Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Stent failed to deploy. They have the stent. "As per cc form": the stent would only partially deploy. Lab evaluation complete on 06-jul-2022: visual inspection: red marker at fully deployed position. Lock wire returned separately. Inner cannula exposed. Flexor broken (clear section). Functional inspection: handle possible for actuating. Unable to deploy the stent. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. At what stage of the procedure did the complaint occur? When unpacking or preparing the evolution, while inserting the evolution in the patient, during stent placement, while removing the introducer, or during stent repositioning/removal- during stent placement. What endoscope type and channel size was used? Olympus duodenoscope 3.8mm what was the position of the elevator? N/a, open, closed open. Details of the wire guide used (diameter, type, make)? Bsc jag wire 0.35¿. Was the zip port facing upwards and slightly curved when backloading the wire guide? N/a, yes, no info not given. Did any part of the stent contact the patient¿s anatomy when the complaint occurred? Yes cbd. Please advise the anatomical location of the intended targ? Lower cbd. How long was the stent in the patient by the time this complaint occurred? It wouldn¿t deploy fully. For devices where the IFU states for longer term patency has not been established, was periodic evaluation completed? N/a. If yes, how often was this completed? Did the patient require any additional procedures as a result of this event? Another stent. What intervention (if any) was required? Na. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Same procedure. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No. If yes, please specify what was observed and where on the device it was observed. Stricture information: what was the length and diameter of the stricture? Not given. Where was the stricture located in the body? Lower cbd. Was there resistance felt passing wire guide through stricture? No. Was there resistance felt passing the evolution through stricture? No. Was the stricture dilated before stent placement? No. Questions related to during insertion into patient: was the product inspected for kinks or damage before use? Yes. Was resistance felt during insertion no. If yes, at what point? Questions related to during stent placement: did the product fail during stent deployment or recapture? Deployment if other, please specify. Was the directional button pressed during use? No. Was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? No. Was the yellow marker kept in view during deployment? Yes. Are images of the device or procedure available? No. Questions related to during introducer withdrawal: are images of the device or procedure available? No. Was final stent placement confirmed using endoscopy / fluoroscopy? N/a. If yes, what was used? Did the stent open sufficiently to allow withdrawal of introducer safely? No. Was the safety wire fully removed before removing the delivery system? No. Did any part of the product snag/get caught with the stent when removing the delivery system? N/a. Questions related to during stent repositioning/removal (for evo-fc & evo-pc devices) what instrument was used for stent repositioning / removal? Forceps, snare, other na. If other, please specify. Was resistance encountered during advancement and/or deployment? N/a. If yes, please when this was felt? Advancement or deployment. How did the physician deal with this resistance? Na. Was the lasso (suture) loop used during repositioning na.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 20-oct-22.

Manufacturer narrative:
Device evaluation: the device evaluation of evo-fc-10-11-6-b device took place on 06th july 2022. Red marker at fully deployed position on return of device. Lock wire returned separately. Inner cannula expose. Broken flexor observed (clear section) as per engineering input if the flexor breaks it will expose the inner cannula . Handle actuation possible. Unable to deploy stent. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records of lot number c1912805 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records of lot number c1912805 confirms the failure mode has not previously occurred for this work order. Instructions for use and/label: the instructions for use, which accompanies this device, instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use" there is no evidence to suggest that the customer did not follow the instructions for use. Root cause analysis: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed potentially to tortuous patient anatomy. It is possible that during deployment tortuous path may have caused a build-up of pressure which may have led to the flexor been broken. Also it may be possible that the user did not fully engage the directional button for deployment causing a build-up of pressure which may have led to the flexor been broken resulting in issue reported. As per additional information provided the directional button was not pressed during use. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Summary of investigation: according to the customer the stent failed to deploy. Confirmed quantity of 1 device, confirmed used. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a possible root cause of the broken flexor observed could be attributed potentially to tortuous patient anatomy. It is possible that during deployment tortuous path may have caused a build-up of pressure which may have led to the flexor been broken. Complaint is confirmed based on visual and/or functional inspection. Complaints of this nature will continue to be monitored for potential emerging trends.